Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the cartridge was displaying 30 units remaining but the pump is showing empty. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/05/2014 with the following results:a review of the pump¿s history showed no evidence that the pump had alarmed for an empty cartridge with insulin still in the cartridge. The pump was able to power on normally during testing. The pump was loaded and primed to 100 units and then rewound and loaded to 100 units. Several boluses were conducted until pump was below the low cartridge warning level of 10 units. The pump alarmed low cartridge. More boluses were conducted until the pump was empty and the pump alarmed correctly. No unexpected alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.